Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt, event, interventions and final pt outcome has been requested.

Event description:
Literature: allert n, kelm s, dohle c, et al. [Stimulator programming as part of hospital rehabilitation in dystonia patients with deep brain stimulation]. Neurologie und rehabilitations. 2010; 16(4):186-193. Summary: the authors retrospectively analyzed the changes in the stimulation parameters that took place during the rehabilitation treatment of dystonia pts with deep brain stimulation (dbs), the effect of dystonic movements on a clinical global assessment scale and the effect on the everyday competency of pts (as measured by the barthel index). A total of 66 dystonia pts with dbs were hospitalized for 34 +/- 13 days between 07/2003 and 12/2008. Technical dysfunctions were found in two pts and a dislocation of one electrode in one pt. Reportable event: this file is for the two technical dysfunctions. It was reported that there were two technical dysfunctions that were identified in two pts. In both cases, this related to stable short circuits between two contacts of a stimulation electrode. See literature article with MFR report# 3007566237-2011-02135.